Manufacturer narrative:
H10. H3, h6: we have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided. There have been further complaints reported with this issue in the past three years. The device was used for treatment. It was reported that during treatment the pump stopped working. A possible cause for this is if there is an unresolved air leak within the device. As the device could not be returned for evaluation, a visual and functional assessment could not be carried out. Further, we were unable to confirm a relationship between the reported event and the device. As stated in the IFU for this product, the pump does not contain audible alerts. The pump must be monitored regularly to check for potential issues via the illuminated indicators. Potential causes for air leaks are: - 1. Dressing not applied properly, without creases and fixation strips - 2. Filter/port not adhered to dressing correctly - 3. Connector not correctly fastened and secured to the pump - 4. Tubing trapped, folded over/kinked causing a blockage - 5. Dressing integrity has been compromised we have been unable to confirm a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a pump was applied in (B)(6) following a breast surgery procedure on monday, but after two days of treatment, it seems like the pump is not working anymore. The patient has returned back to (B)(6). It is unknown if there were delays in the treatment but there was no back up available. No patient harm has been reported.